Event description:
According to the reporter, during the normal dialysis procedure, a crack on blue (venous) luer adapter was observed. There was only bubble leak seen on the luer adapter. No instrument used to loosen or tighten the device and there was a procedure in the hospital of not using any instruments but only by hands. Octanisept was the cleaning agent used on the device and it was also the cleaning agent typically used to clean the adapters. The cleaning agent was allowed to dry thoroughly prior to applying ointment to the area. Tego was utilized. Nothing unusual observed on the device prior to use. Flushing was done prior to use, the results were normal and no issue. No other products being utilized with the device. The doctors had to use the company's repair system and the end of the catheter was repaired as intervention on the same day. The device was used successfully and the treatment was completed. The damage d/repaired luer adapter part would not be returned for analysis while the majority part of the catheter still remains in patient. There was no blood loss. Blood transfusion was not required. The patient had no air embolism due to the event. There was no reported patient injury.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.